Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with residue on product. Visual inspection found haptic bent and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -13.50 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange did not resolve the problem.